Event description:
Pt went to dialysis, catheter not working. The pt went to ER and was admitted. X-ray showed the tip of the catheter had separated from the rest of the catheter. Tip remained attached by way of a blood clot. On x-ray it shows the tip held on by blood clot. Upon removal, tip came loose, catheter embolized into the heart and then entered the left lung. Radiologist was able to extract the tip by snare.